Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. After deployment, sensor wire detached and remained on the applicator. No medical intervention was required. At the time of the call, patient reported being fine. Dexcom has issued an rga for patient to return device to be investigated.